Manufacturer narrative:
Exact date unknown, event occurred in (B)(6) 2022. Additional suspect medical device component involved in the event: product family: scs-paddle leads upn: m365sc8352700. Model: sc-8352-70. Serial: (B)(4). Batch: 17365112.

Event description:
It was reported that the patients ipg incision was infected. Symptoms of infection were fever and wound drainage. The patient was placed on antibiotics and underwent an explant procedure. The patient was doing well postoperatively. The explanted devices were not returned to bsn.